Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leaking from quick release on (B)(6) 2024. The infusion set was in use for 1-2 days. Blood glucose levels reported during the event were between 300-400 mg/dl patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.